Event description:
Patient in for scheduled (B)(6) study. After consent and proper patient placement testing proceeded with anal sphincter pressures and attempted defecation. Periods of squeezing, coughing, and pushing obtained. Rectal sensory testing was done with balloon inflation of 10cc at a time until first sensation to have a bowel movement then until patient reported feeling maximum tolerated volume. Rair present. Probe was removed after testing was completed and the balloon remained in the rectum. It was unable to be retrieved manually and had to be removed with a scope. The balloon was intact after retrieval. Patient was discharged home after procedure with follow up with md.